Event description:
Healthcare professional reported "postoperative bleeding: grade: "[iii]" requires = 2 units of prbc transfusion; requires invasive treatment; requires hospitalization". This record is for an unknown side. The device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "hemorrhage/bleeding " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: hemorrhage/bleeding.